Event description:
It was reported that during reprocessing the endoscope reprocessor exhibited black rubber fragments. There were no reports of patient harm/involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction: d5 - operator of device - from other to health professional. D5 - other operator of device - from olympus to blank field. This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation the cause of the reported malfunction was due to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.